Manufacturer narrative:
Alcon lensx (site #(B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #(B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received stated the patient has had multiple complaints of double vision.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received stated the patient has had multiple complaints of double vision.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with a flap thickness of 96-104mm but the planned thickness was 120mm in the left eye. As a result the patient had edema of the epithelium and a corner of the flap was torn. Additional information has been requested. There are multiple patients for this reported event. This report addresses patient initial, p, and another manufacturer report will be filed for the other patients.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported at the last visit the patient complained of blurred vision and double vision.

Manufacturer narrative:
Additional information received, noted the company clinical application specialist (cas) visited the site to provide additional clinical training. The cas checked all surgical manipulation before and during the surgical procedures, checked all laser settings, and provided an explanation of the system to the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported epithelial ingrowth was noted during the post-operative period reducing the vision. Removal of the epithelial ingrowth was performed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with a flap thickness of 96-104mm but the planned thickness was 120mm in the left eye. As a result the patient had edema of the epithelium and a corner of the flap was torn. Additional information has been requested. There are multiple patients for this reported event. This report addresses patient initial, p, and another manufacturer report will be filed for the other patients.